Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer was not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer failed to close. A field service engineer (fse) adjusted the rear chassis and drawer sensor to address the reported issue. The acceptance test could not be performed because of escort availability. The customer successfully recovered drawer 1. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.